Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative failure mode cannot be determined or is unknown. Isi has requested for return of the blue sureform 60 stapler reload for failure analysis evaluation. However, isi has not received the stapler reload to identified/confirm any failure modes. If additional information is received, a follow-up MDR will be submitted. No image or video clips for the reported event were submitted by the customer for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The stapler logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: the sureform 60 stapler instrument (part # 480460-09; lot # l91220302-0079) was fired two times successfully with green and blue sureform 60 reloads. The sureform 60 stapler instrument (part # 480460-09; lot # l91220302-0080) was fired four times successfully with blue sureform 60 reloads. There were no errors in the logs related to the reported problem. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci assisted sleeve gastrectomy, it was alleged that stomach tissue was pushed out of the jaws and not cut after a blue sureform 60 reload was fired with a sureform 60 stapler instrument. It was noted that there were malformed staples and unapproximated tissue. It is unknown what medical intervention was performed due to the stapling issue. The cause of the customer reported failure mode is also unknown. At this time, the root cause of the intraoperative failure mode is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was initially reported that during a da vinci assisted sleeve gastrectomy, it was alleged that tissue was unapproximated after a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The initial reporter indicated the target stomach tissue was pushed out from the jaws during the firing sequence and there were malformed staples. The target tissue was described as being normal and there was no tissue tension or tissue bunching during the stapler clamping sequence. The surgeon also did not encounter any obstructions between the instrument's jaws during the event. The initial reporter did not know if there were any error messages generated during the event. Intuitive surgical, inc (is) has reached out to the customer for additional information but has not yet received a response.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10. Device evaluation information can be found in sections: h6 and h10. Intuitive surgical, inc. (Isi) has received the blue sureform 60 reload associated with this complaint and completed investigations. The reload was found to have the knife exposed within the knife track. The reload was not found to have a firing failure based on log review. The logs show one completed fire using a blue sureform 60 reload. The root cause of an exposed component on a reload is typically attributed to the user. Additional observations related to the customer reported complaint: the reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. The reload was also found to have cartridge damage. The reload was disassembled in-house and the cartridge appeared to be damaged near the location of the exposed component. The root cause of this failure is attributed to the user. In addition, the reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to component failure. Furthermore, the reload was found to have multiple lodged malformed staples stuck in the knife track near the distal end of the reload. The staples were removed successfully after disassembling the reload in-house. The root cause of this failure is not established. Isi has also received the sureform 60 stapler instrument associated with this complaint and completed investigations. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no failures. No damage was found. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.